Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced adhesive issue and infusion set tape not sticking event during second day of insertion in the leg on (B)(6) 2026. The infusion set was in use for two days. No further information available.